Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part: 806.008.02s / lot: 9824380, manufacturing location: (B)(4), manufacturing date: 02 march 2016, expiry date: 01 february 2019. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that an absorbable screw broken during operation, changed another one to complete the surgery. Procedure was completed successfully. No information about patient outcome. There is no information available about surgical prolongation. This complaint involves 4 parts. This report is 4 of 4 for com-(B)(4).

Manufacturer narrative:
Four (4) differently broken/damaged rapidsorb cortex screws in a folded plastic bag were received for investigation. All received portions show various damages and some are covered with brown human residues. Referring to the received protocol all devices were cleaned with alcohol only what is not sufficient to allow a mechanical investigation. Therefore only a visible investigation and a review of the manufacturing records could be conducted. The lot numbers for all screws were reported to be lot no. 9824380. The DHR review shows that the production procedure was according to the specifications at the manufacturing time in march 2016 and there were no issues that would contribute to this complaint condition. All received screw portions are consistent with damage because of mechanical overloading. No additional information about the used surgical technique or detailed surgical procedure was provided. The surgical technique describes how to tap holes for resorbable screws: drill the holes at a 90° angle to the plate surface if possible until the stop of the drill bit/tap rests against the plate surface. Important: if the tap selected is too short, it will not be possible to countersink the screw completely in the plate hole and further screwing in will inevitably lead to breakage of the screw. This can also occur if tapping is terminated before the tap shoulder has reached the plate surface. Based on the condition of the implants and the poor event information we are not able to determine a cause of breakage and a manufacturing conclusion cannot be presented. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that a total of four screws broke during the procedure.